Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted a technical support engineer (tse) and reported that the instrument on arm 4 backed out during surgery. The surgeon feels like the instruments are not moving like they should. The tse viewed the live logs and there were no arm related error messages in the logs. The surgeon continued on with the case robotically and the procedure was completed as planned with no patient injury reported. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse went on site and found the error logs clean. The fse could not reproduce the issue. The fse recommended the customer send the instrument back via return material authorization (RMA). The system was tested and verified as ready for use. There is no evidence that an isi device caused or contributed to an adverse event. Furthermore, despite the follow-up good faith efforts from intuitive surgical, inc. (Isi), no response received from the customer with patient/event information or any indication that the unspecified instrument would be returned for evaluation. Therefore, there is no isi product expected to return for evaluation. Without the returned instrument a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. A log review was performed and the following was confirmed: the logs confirmed that the customer performed a unilateral inguinal hernia procedure on (B)(6) 2022 on system sk2475. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Images associated with this reported event were not submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument moved with unintuitive motion (back out of the arm or not moving as it should). Unintuitive motion could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.